Event description:
Device malfunction: hemostasis valve leaked. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using the starclose se device after an unspecified procedure. Reportedly, the hemostasis valve of the introducer sheath was defective. Although, the dilator was fully locked into place, arterial blood flow was noted in the valve area. The device was removed and the method used to achieve hemostasis was not reported. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.